Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the monoject hypodermic needle with aluminum hub. The customer reports the needle detached from the hub.